Event description:
It was reported that the patient was not properly spring loading the infusion set and was removing the applicator from the infusion set rather than the white center post prior to insertion which led to hyperglycemia, and the elevated blood glucose was treated with a correction bolus via the pump on (b)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a Serious Injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number:Reporting Site: 8021545,Manufacturing Site: 3003442380.